Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Sending unit to ops eng for 242.4030 error message. (B)(4). For the unit in question, the error was reproduced when connected to test pcu on the first time. Error occurred while trying to run the unit with a test set. The unit struggled to run then went into error 242.4030. No error while homing, there was loud noise when it did home. Seal was intact. When first opened the gears where manually moved, and gears where stuck. Motor was seated correctly. Nothing was found that caused the gears to be stuck. Motor assembly, ail sensor and both boards inspected, found nothing out of the ordinary. Gears untuck by spinning the gears the other way. After that the left iui was installed without the rear case, and unit ran. When the rear case was installed back the error was reproduced. Rear case was removed and installed left iui and ran again without any errors. Error was reproduced again when the rear case was installed. After a while the error seem to go away (once the rear case was removed and reinstalled various times). Rate calibration was performed and noticed that the unit had a "breath" to it. The set would move noticeably. (B)(4). Log file analysis indicated first occurrence of 242.4030 motor stall error on (B)(6) 2018. The event log did not contain any successful infusion runs back to the earliest entry (b)6) 2018. There were 25 entries for motor stall errors in the error log from 3/29 to 5/22/2018. All errors occurred during home (prior to infusion command from the pcu) or immediately after infusion start. (B)(4). As indicated in the service text and the log files, the motor stall error occurred in service during initial testing, but could not be reproduced after the lvp was reassembled. The fault did not occur during testing in the ops lab through multiple door open and home sequences at different points in camshaft rotation. Disassembly and inspection under magnification revealed score marks on the cam encoder that were consistent with contact with the op 1 optoelectronic device on the ail assembly board. Moving the ail assembly housing and board away from the encoder (approximately 0.003 to 0.005 inches shimmed on the upper ail mounting screw pair) resulted in interference between the encoder and the op 1 device. At approximately 0.005 inches shimmed,the interference was sufficient to prevent encoder rotation, which would cause a motor stall error. Prior to the shim test, microscope examination of the op 1 device showed contact marks on the device edge closest to the ail board edge. Ops lab to retain the bezel assembly and the ail assembly. The lvp will be routed to service for bezel and ail replacement and completion via the normal service process. (B)(4).